Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set spring broke from outer ring of inserter prior to insertion. On (B)(6) 2026. No further information available.